Event description:
Caller reported receiving an alarm 2 followed by an alarm 26 regarding an occlusion event. Blood glucose level did not exceed 500 mg/dl, indicating it remained within acceptable limits. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin; no frequent occlusion issues were noted, so additional assistance was deemed unnecessary and the case was closed by technical support.